Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while trying to flush a microbore catheter extension set with one-link needle-free IV connector using a syringe, there was resistance and the fluid could not be flushed. The reporter stated that a 22 gauge catheter was connected to the set when this occurred during patient infusion. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.